Event description:
It was reported that the device pin snapped at the pin connector. There was no report of death or any injury.

Manufacturer narrative:
It was determined through our comment system eval and testing that some jaw components exhibited a lack of ductility. Because of this, the jaw could break if overloaded. A test to determine this lack of ductility will be implemented at the MFR level. Additional lot number: 710008. Expiration date: 10/19/2012.